Manufacturer narrative:
(B)(4).

Event description:
It was reported that svt oversensing was observed via remote transmission. The device inappropriately diagnosed an svt as a vf rhythm. Programming changes were made.